Manufacturer narrative:
Product analysis: unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head without issue. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery at the thoracic levels. During surgery, the set screw was found slipped and doctor had to replace it with new one to complete the surgery; the surgery completed successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.